Manufacturer narrative:
An investigation was performed in response to a complaint of 5032, csum error and 5002, no response from slave on the aia-360. The device was being used for diagnosis during the complaint event. A field service engineer (fse) was dispatched and confirmed the problem by review of the error log. The fse replaced the main board which resolved the reported complaint. This indicates the electrical problem was due to a component failure. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: 5032 csum error (errlog) error log checksum error. Turn the power off and on again. If this problem reoccurs, contact the service department. 5002 no response from slave slave response not detected error. Turn the power off and on again. If this problem contact the service department. The most probable cause of the reported event is due to failure of the main board.

Event description:
A customer reported error message "5032 csum error (errlog)" on the aia-360 analyzer. The customer states the error occurs as soon as the analyzer is powered on. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.